Event description:
The patient's device reportedly stopped working. The patient was seen by the center for device evaluation. External equipment was exchanged. However, the reported problem ws not resolved. Testing performed confirmed the device was no longer functioning. Surgery to explant the patient's device will be scheduled.